Manufacturer narrative:
Other: hc adverse incident report reference no (B)(4); submitted to hc ((B)(6)) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system - halo device was implanted into the patient during a procedure performed on (B)(6) 2013. After the procedure, the patient has a lot of pain in groins, hips and legs, and it reportedly increases when walking. Additionally, the patient reported that she can only sleep in supine position.